Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error during the prime rewind process. The blood glucose reading was 177 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.